Manufacturer narrative:
Results: the ruby coil pusher assembly was bent along its length. The pet lock was separated on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly at the distal detachment tip (ddt) and the pull wire can be seen retracted out of the ddt. During decontamination, the embolization coil became detached from the pusher assembly. The proximal constraint sphere outer diameter (od) and the ddt¿s inner diameter (ID) were measured and found to be within specification. Conclusions: evaluation of the device revealed a broken pet lock and an embolization coil intact with the pusher assembly. The broken pet lock indicates that an attempt to detach the coil was made. Although the embolization coil was received intact with the pusher assembly, during decontamination, the embolization coil detached from the pusher assembly. This suggests that the presence of coagulated blood residue inside the distal detachment tip (ddt) may have contributed to the difficulty of the embolization coil detaching from the pusher assembly. Further evaluation revealed that the pusher assembly was bent in multiple locations. This damage is likely incidental and may have occurred during packaging for return to penumbra. The lantern and handle mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil radioembolization procedure (y90) using ruby coils. During the procedure, the physician deployed a ruby coil into the target vessel and used a ruby coil detachment handle (handle) to detach the coil. It was noted that the audible click was heard and that the pet lock on the pusher assembly was separated; however, the ruby coil did not detach. A second attempt was made to detach the ruby coil using the same handle but was unsuccessful. Therefore, the ruby coil was removed. The physician then decided not to coil the small vessel and moved to another artery. The procedure was completed using the same lantern delivery microcatheter (lantern) and additional coils. There was no report of an adverse effect to the patient.